Event description:
It was reported that the touchscreen was cracked and unresponsive resulting in an undefined malfunction alarm. Customer's blood glucose level was 179 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.